Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced breathing difficulty during dwell 1. The patient was connected to the homechoice device at the time of the event. It was reported this was the first time the patient used the device. Renal therapy services (rts) instructed the caregiver to stop therapy and do a manual drain. At the start of the drain, the patient became unresponsive, emergency services were called and the caregiver ended the call. Rts called the caregiver and it was reported the paramedics were on site and the patient was responsive (no further details were provided). The patient drained 2219ml. The fill volume was 2000ml and initial drain volume was 83ml. Rts assisted with ending therapy. The patient was brought to the hospital for evaluation. At the time of this report, the patient outcome was not reported. No additional information is available.